Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all the required testing and calibrations.

Event description:
It was reported that the 840 ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event.